Manufacturer narrative:
Product was not available for evaluation.

Event description:
Reporter noted irrigation line came apart from handpiece during phaco with high aspiration. Within a split second, chamber collapsed and aspiration was stopped. Surgeon noticed separation, reconnected, and proceeded with surgery. Connections are male/female and can disconnect without warning. If irrigation disconnects, it can adversely affect cornea. Physicians are aware and this may be a design issue. Corneal layer of descemet's membrane absent after surgery. Patient presents with a decompensated cornea with a large portion of descemet's membrane missing; 20/400 vision. Md reviewed dvd or surgery and can say with certainty that the irrigation tube disconnecting did not cause the damage to the eye. Will disclose this to patient and family, and let them know that this not the cause of the damage. Patient will be ok with result. No permanent injury here.